Event description:
It was reported that during a laparoscopic right nephrectomy procedure, gas leak from all trocar sites during procedure causing loss of pneumoperitoneum. Not apparent exactly where the leak was coming from but suspect from the valves on all ports, particularly noticeable when using 5mm instruments. Surgeon placed some sticky tape around the top of the port at the join between the main body of the port and the removable valve, this seemed to help. As a result of the difficulties with this device, the procedure was prolonged 20 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Lower ring, leak test failure. The analysis results found that device (a1) was received with the lower ring of the universal seal assembly cracked. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak with the test probe inserted through the device. The analysis results found that device (a2) was received with the lower ring of the universal seal assembly cracked. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. (B)(4) lower ring. The analysis results found that device (a3) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The lots reported correspond to different codes.